Event description:
On december 26, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. After escalation, the review showed that the system was functioning within expectations and that the discrepancies were consistent with sensor lag, particularly when estimated values may have been accidentally entered by the user instead of true bgm results. Support subsequently recommended performing a sensor relink to clear the calibration buffer and correct a potential calibration misalignment as a proactive troubleshooting measure. The user successfully completed the relink, and subsequent monitoring showed that the system was operating within expected performance.